Event description:
It was reported that a caregiver stated the patient awoke, ate breakfast, and experienced persistent elevated blood glucose while using an ilet system, with a reported blood glucose of 330 mg/dl; the patient planned to wait one hour, perform a supply change, and call back if issues continued. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included complaint handling and user troubleshooting and education over the phone. Investigation of this case revealed that the cause of the hyperglycemia was not determined and no device alerts or alarms were reported. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.